Event description:
Complaint received stating "allergic reaction, he suffered for an exuding eczema corresponding to the orthos." Product not returned for evaluation at this time. Information requested from clinician received. Pt experienced "exuding eczema corresponding to the orthos". Pt received follow-up treatment with clobetasol and baths containing potassium pergamanganate.